Event description:
Product surveillance received a call from the clinical educator on (B)(6) 2012 that a nurse had contacted them about a patient who had an issue with their transfer set. They said "the actual tubing had come off of the adaptor - the plastic piece that would screw on to the adaptor." There was patient involvement but no reported injury or medical intervention. Product surveillance contacted the nurse on (B)(6) 2012 and she said it was one patient who had actually two issues with two different transfer sets. The first transfer set the tubing had come off of the white twist sleeve that connects to the patient line. She said it just fell off, she was not sure why. She did not have a sample or a lot number available. The second transfer set: the luer connector would not screw onto the titanium adapter. She said the screw was all crooked like and even with a forceps she could not get it to screw on. She did have that transfer set available but she did not have a lot number. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined.a 510k number will not be provided in the MDR as the product code is unknown.per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available.